Event description:
Device was returned for repair no details of the fault supplied by customer. The technician found the motor and the control system were faulty and the latch on the coupling mechanism and the hose were worn. The technician also found that device exceeded the expected temperature results and it failed the rotational speed test.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearings were damaged. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013.